Manufacturer narrative:
Int. Ref: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer complained that the trauma arm support is off alignment and at an unusual angle.

Event description:
The customer complained that the trauma arm support is off alignment and at an unusual angle.

Manufacturer narrative:
Int. Ref.: (B)(4) the trauma arm is an u-shaped carrier of tube assembly and cassette holder. Always centered for easy position at "trauma patients" allows the operator to make all relevant diagnostic projections without moving the patient after an emergency delivery and diagnostic routine examination with the patient lying on an emergency or hospital trolley. The customer called philips and reported that the x-ray tube on the end is no longer straight. The philips healthcare field service engineer (fse) has investigated at site and advised customer not to use system. System was taken out of service. During dismantling the trauma arm support, a damaged (crack) shaft was found. The damaged parts were sent to the manufacturer for further investigation to identify the cause for this issue. The defective shaft was sent to an external laboratory for investigation. The investigation of the damaged part revealed that the damage did not result from a single incident (e.g. A collision). Instead, the most probable cause is material fatigue. A CAPA investigation led to the fco72000015. The fco included a check of all active systems for integrity of the trauma arm. No further damages were found. The fse has corrected the reported problem at this system. The trauma supporting block was replaced. System works as specified again. Fco72000015 was conducted. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. Correction: h6 results and conclusion code